Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing. The noise was felt to be consistent with oversensing related to the minute ventilation (mv) feature. A review of stored device memory through the remote home monitoring system noted stable pacing impedance measurements in the 600 ohms range with the highest abrupt change being 919 ohms. The patient was reported to have an underlying rhythm. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was later explanted and returned for unspecified reasons 8 months later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.